Event description:
It was reported that the device did not meet the clinician's longevity expectations for the programmed settings and therapy usage. The device was explanted and replaced. The right ventricular lead r-wave amplitudes had decreased since implant, and the physician was concerned that the remaining margin was insufficient to accurately detect ventricular fibrillation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4).